Event description:
A 2.5 mm diameter by 15 mm length s660 stent delivery system was inserted for treatment of a lesion located in the circumflex artery. Unknown if pre-dilataion was performed. Vessel tortuosity and lesion stenosis are unknown. It was reported that upon attempting to deliver the stent, it was not possible to get to the intended lesion site. It was reported that while the physician pulled the undeployed stent back into the guide catheter, the stent hit the edge of the catheter and dislodged from the balloon into the left main artery. The stent was unable to be deployed and was snared from the patient. The target lesion was treated with another stent. No additional sequelae were reported and the patient is reported to be fine.